Event description:
Customer reported the incorrect image was brought up on 061307 call for svc the same day. There was no injury to the pt.

Manufacturer narrative:
Gehc svc personnel replaced hard drive. Saved images and recalled. System is operating as intended.